Event description:
Heavy continuous bleeding that lead to anemia and iron deficiency. Fatigue, joint pain, vision problems, anxiety attacks, depression, lower back pain, abdomen pain, high blood pressure. #medwatcher #mw156149.